Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was overdischarged due to patient non-compliance with charging. The patient's regular pain had significantly improved a couple years ago so they stopped using and charging the device. The patient recently had a fall and noticed their old pain issues were coming back. The patient went to use the device, but could not. The rep confirmed the overdischarge, trickled charged, and cleared the por. The issue was resolved. No further complications were reported.